Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it is presumed that it is from the leakage occurring on the tip and from the towel cloth from the towel for wiping between and after cleaning and sterilization. The event can be detected/prevented by following the following detailed description about reprocessing on the chapters below from the instructions for use: chapter 6 application an condition of cleaning, disinfection, and sterilization chapter 7 cleaning, disinfection, and sterilization procedure chapter 8 care of the equipment that is used for cleaning, disinfection, and sterilization olympus will continue to monitor field performance for this device.

Event description:
It was reported that the uretero-reno videoscope had an air leak. There was no report of patient harm. The device was returned, evaluated, and residual fluid or foreign matter came out of the forceps channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6). Noting due to character limit. The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a pinhole on the channel tube. In addition to the foreign matter that came out of the forceps channel, other evaluation findings are as follows: water tightness was lost due to a pinhole on the bending section cover and damage on the insertion tube rotation ring; the light guide cover glass and light guide connector were corroded; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the forceps and the channel cleaning brush could not be inserted smoothly due to damage on the channel tube; the light guide bundle had breakage; there was uneven illumination due to breakage of the light guide bundle; and the connecting tube had a dent. Lastly, there were scratches on the following parts: the light guide connector, video connector case, video connector, the protector of the video cable section, the video cable, the universal cord, the forceps elevator lever, the angulation lever, the grip, and the light guide connector. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown if the customer has any idea about the nature of the foreign material. There was delay in the start of the precleaning but no abnormalities in the accessories used for reprocessing. The customer brushed the instrument channel, instrument port, and suction cylinder and they wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The customer also aspirated water through the instrument/suction channel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.